Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented for follow up, device exhibited post paced t wave oversensing on ventricular on channel. Recommended programming changes were made.